Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded force sensor flex connector noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had motion sensor test failure. Blood glucose was 7.6 mmol/l. Customer reported that they are not able to clear alarm or get to any menu. Customer stated that they are not able to rewind the pump. The insulin pump will be returned for analysis.